Manufacturer narrative:
Additional review determined the correction number z-1060-2011 no longer applies.

Event description:
It was reported that the refill needle was properly inserted into the pump but the patient experienced overdose symptoms. This was described as a partial pocket fill. It was believed that this was not a case of user error. It was believed that this was related to the angle of the needle when it was inserted and how the tip of the needle was aligned with the flange underneath the septum. Reportedly, it was difficult to differentiate if the needed had been fully inserted to the bottom of the fill port or if it was on the flange. It was unknown what medication the device system delivered at the time of the event. Additional information was requested to clarify event details, resolution, medications, and patient outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID neu _refillneedle, lot# unknown, product type: accessory. (B)(4).